Event description:
It was reported by an attorney that the patient underwent a laparoscopic robot-assisted hysterectomy & bsoo to repair degeneration and uterine fibroids on (B)(6) 2010 and a morcellex was utilized. During the surgery, the surgeon noticed an unusual color in the morcellated tissue and discontinued the morcellation. The pathology reports confirmed leiomyosarcoma. Prior testing had not detected cancer. The patient started chemotherapy in (B)(6) 2011 although 25 regional lymph nodes revealed no metastasis and the margins were clear. In (B)(6) 2012, it was determined that the leiomyosarcoma had metastasized to her navel. The patient underwent surgery to remove a tumor in the patient¿s navel in (B)(6) 2012. In (B)(6) 2012, it was determined that the metastasis had included her spleen, ribcage and pelvis, and she was diagnosed with stage IV metastatic leiomyosarcoma. She continues with chemotherapy and radiation therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.